Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a series of steps to inspect and clean the pump components, ensuring the issue was resolved. The customer successfully loaded the cartridge onto the pump and resumed insulin delivery.